Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that resulted in false signal artifact monitor (sam) events. It was noted the patient was undergoing a hip replacement at the time. Technical services (ts) suspected the magnet was likely not placed during surgery and as a result, minute ventilation (mv) was disabled. Ts discussed turning mv on at the next office appointment. This ICD remains in service. No adverse patient effects were reported.